Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast biopsy, the device was allegedly difficult to fire and eventually self activated with both slides primed. There was no patient contact.

Event description:
It was reported that during preparation for a breast biopsy, the device was allegedly difficult to fire and eventually self activated with both slides primed. There was no patient contact.

Manufacturer narrative:
The lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the original device was not returned for evaluation. 38 sealed max-core biopsy needle lot samples were returned. No visual anomalies could be noted on the returned devices. The devices were not functionally evaluated as the returned devices were not affected in the reported event and thus no failure mode was alleged. The investigation was inconclusive for the reported firing difficulty and self-activation as the original sample was not returned for evaluation. The root cause could not be determined based upon available information. It was unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.